Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without device analysis, a conclusive cause for the reported suture break could not be determined. A suture break can occur due to a number of factors including, but not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, suture strength is tested and a sampling of finished devices is destructively tested to verify the functionality of the device. Reportedly, the tissue track incision was too small so the knot pusher could not get through and when the knot was attempted to be tightened, it became locked and the suture broke. The small tissue tract incision may have contributed to the reported suture break. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database revealed no other incidents reported for a suture break/tissue tract. There is no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy of the right common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, the tissue track incision was too small, so the knot pusher could not get through and when the knot was attempted to be tightened, it became locked and the suture broke. The device was removed and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. It was thought that the event was due to a technique issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.